Manufacturer narrative:
During inspection and testing, the adhesive part of the objective lens was found to be peeled off due to handling. The reported issue (image anomaly) was confirmed. It was observed the image was grainy due to damage to the imaging unit caused by external factors. There were white scratches on the image. In addition, service found the bending angle was out of specification due to wear of the angulation wire. The adhesive on the bending section cover was scratched, and chipped. Scratches were observed on the grip, the right left lever, the up down plate, the right left plate, the switch button #1, the video connector, the light guide connector, the light guide cover glass surface, and the video connector due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the subject device exhibited an image anomaly. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to chemical stress and/or physical stress. Olympus will continue to monitor field performance for this device.